Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017, resulting in fixture loss subsequent to developing a possible infection at the implant site. There are plans to place an abutment on the sleeper implant, however; it is unknown if this has occurred as of the date of this report (B)(6) 2017.